Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient stated that he had to go to emergency room due to device reading inaccurately, where patient was administered direct insulin and diabetic ketoacidosis medication. Patient was instructed to follow-up with endocrinologist. Patient did not calibrate according to user guide recommendations. The patient did not report any injury or further medical intervention.